Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that high hv lead impedance was observed during the procedure. Multiple attempts to reposition the lead were made unsuccessfully. The lead was replaced. The patient was stable.